Event description:
Patient reported they underwent total knee arthroplasty on (B)(6) 2008. Subsequently, patient alleges pain, rashes and metal sensitivity. It is unknown whether a revision procedure has occurred. This report is based on patient allegations and therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations from the patent which are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-01272 / 01275).